Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head malfunctioned and noticed the image was ¿broken¿. There were no reports of patient harm.

Event description:
It was reported the camera head malfunctioned and noticed the image was ¿broken¿. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed due to a faulty cable. In addition, the device evaluation found the tip of the connector being smashed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.